Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo will be submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the cardioplegia cable line connector snapped off at the pump end of the line. No patient involvement as this occurred during setup. The product was changed out. The surgery was completed successfully.